Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high threshold. The physician decided to decrease the right ventricular output on the device. The pt was in poor general health.